Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer attempted pump reset with guidance from technical support but issue persisted, so customer switched to multiple daily injections for insulin delivery, received instructions to place pump in storage mode, and a replacement pump was arranged within warranty.